Event description:
The customer stated that, she tested her blood glucose and rec'd a reading of 38 mg/dl. She retested and rec'd a reading of 164 mg/dl. The difference between the readings falls in the "c" zone of the parkes errors grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.